Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from 10/03/2014 to 10/09/2014. The actual device was not returned; however, a companion minicap sample was returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the companion minicap sample by pressure testing the pouch. The reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.